Event description:
Litigation papers allege the patient experienced severe and debilitating pain and weakness; popping and cracking in her hip; significant inhibitions of her ability to walk and move; and anxiety, fear, mental anguish, and other emotional and physical damages.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient experienced severe and debilitating pain and weakness; popping and cracking in her hip; significant inhibitions of her ability to walk and move; and anxiety, fear, mental anguish, and other emotional and physical damages. ***update: 01/20/2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain.

Manufacturer narrative:
**Update** * 09/23/2011 plaintiff's preliminary disclosure form and medical record information was received which identified lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened